Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during an in-clinic visit, loss of capture was observed. Diagnostic imaging revealed the lead had dislodged and pulled back into the atrium. Repositioning was unsuccessful due to the inability of the stylet to advance into the lead. Lead was explanted and replaced without further complication.